Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results): 2 devices: actuator; pad / device migration. 1 device: holder / device migration. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 3 malfunction events(s), where it was reported the devices experienced wrist rest loose/wobbly, but still operates properly, armrest does not support weight; inability to support transporting load, or armrest vibrations, wobbly or feels loose (shaking during use). No adverse consequence or clinically relevant delay in treatment was reported.